Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. C22920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/heavy bleeding"), hypertension ("htn"), anaemia ("anemia"), fatigue ("fatigue") and dizziness ("dizziness"). On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, hypertension, dysmenorrhoea, fatigue and dizziness outcome was unknown, the headache was resolving and the anaemia, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. C22920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/heavy bleeding"), hypertension ("htn"), anaemia ("anemia"), fatigue ("fatigue") and dizziness ("dizziness"). On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, hypertension, dysmenorrhoea, fatigue and dizziness outcome was unknown, the headache was resolving and the anaemia, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received-lot number was added.the events abnormal vaginal bleeding, menorrhagia, migraines, headaches, hypertension, anemia, dysmenorrhea, fatigue, dizziness, back pain, abdominal pain added. Outcome of events abdominal pain, back pain, headache and anemia and lab data were added. Insertion dated updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.